Event description:
The customer reported that the device was not always sealing completely during a splenectomy procedure. Reportedly , regrasp alarms did not sound, and endtones (indicating completed seal cycles) were heard, even when the device did not seal completely. One significant bleeder occurred near the splenic hylum. Unanticipated blood loss of 2,000 cc occurred, requiring a blood transfusion. A laparoscopic endo gia was used to control bleeding and to complete the resection. Laparoscopic stapling helped stop the bleeding. There was a delay in the procedure of more than 30 minutes. The pt is doing well and was discharged normally without an extended stay.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.